Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Summary: returned sample evaluation. We have been provided with affected sample which show a broken assembled syringe tip on luer hub. Cannula point was examined under microscope and no damages or malformed bevel was detected: show its common 40º bevel. Needle was tested in the lab penetrating a rubber and no abnormalities were observed: not a extra force was executed. "Lot number / product family history". Complaint trending review is not possible to perform without lot number. Investigation conclusion: DHR/bhr review: n/a. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. The returned samples show no issue related affected needle. We could not confirm the reported issue. Root cause. : based on sample examination which show no defect, it is not possible to confirm your failure mode and in accordance a definite cause for this incident related to needle manufacturing process could not be determined. Needles blunt fill needle are specially designed with unique 40° bevel and 1.5¿ long, to easily penetrate single and double septum barriers (rubber stoppers and IV bag septum¿s). When secure hub of needle to syringe, remove needle shield and ensure that needle punctures stopper at 90°. " rationale: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that while using a bd¿ blunt fill needle tip, the tip of the user¿s syringe broke and remained in the needle. There was no report of exposure, injury, or medical intervention.